Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that the patient experienced insulin flow blocked alarm due to bent cannula, which led to high blood glucose level event on (B)(6) 2026. The site of insertion was abdomen. The infusion set was in use for one day. Due to the event, the patient's blood glucose level was around 245mg/dl and was treated with insulin via pump. No further information available.